Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Please the updates in sections: g4, g7, h2, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there was no abnormality in manufacturing, special adoption, and dispersion. The legal manufacturer reported that the most probably cause for the reported event is the following: the buckling of the terminal inside the scope internal socket caused a communication error between the scope and the device in question, and the pointed out event was considered to have occurred. Terminal buckling is considered to be an event caused by the scope used in the combination. From the above, it can be surmised that the terminal buckling within the scope connector socket occurred in the order described below. When inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. The terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. The legal manufacturer reported that the confirmation of contents described in the instruction manual the following is described in "6. 3 connection of an endoscope" of the operation manual of otv-s190. Confirm that the video connector of the video scope are not damaged.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection found a bent pin inside scope socket, which most likely caused the black image. The instruction manual in section ¿6.3 connection of an endoscope¿ states ¿confirm that the electrical contacts inside the video connector socket of this instrument are not damaged.¿

Event description:
The service center was informed that during a diagnostic knee scope procedure, the video system center displayed a black image. No other devices were involved in the event. There was a ten minute delay. The procedure was completed with an alternative device. There was no patient injury reported.